Event description:
It was reported that a spectrum iq pump failed rate accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "failed rate accuracy" was reproduced. The device was tested for flow accuracy at 40 ml/hr for 60 mins at 40 vtbi ( volume to be infused) and deliver a 5.925% error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel. The pressure plate travel requires readjustment to address this issue. The device went into "reload set" during flow line testing. The ultrasonic sensor calibration was out of specification and the ultrasonic sensor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.